Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were received for investigation of complaint reference (B)(4) in which the customer has indicated that the male luer of a bd product broke off during attempted disconnection from a bbraun caresite stopper. The customer also provided a photograph; however analysis of the photograph has been unable to confirm the customer's experience or to determine the product code. Further details relating to the model and lot number of the bd product, as well as the clinical set up and sequence of events prior to the breakage occurring were not available to assist the investigation. Without the model or lot number of the affected product it has not been possible to determine the manufacturing site for the alleged defective bd product and therefore it has not been possible to perform a review of the production documentation for this particular product. In this instance, without the complaint sample to examine or additional information about the affected product itself, it has not been possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that the unspecified bd" tubing remained stuck in the valve, and the male luer broke off while unscrewing it. The following information was provided by the initial reporter: indeed, when unscrewing the tubing at the valve, one end of the tubing remained stuck in the valve, which forced the nurse to clamp the venous line. The small plastic end of the tubing changed one hour before, got stuck again in the cap, which forced to manipulate the venous line again. In summary, it is impossible to unscrew the tubing of this reference without breaking the end that remains stuck in the cap, although the unscrewing is done without forcing.